Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call of high blood glucose readings and a no delivery alarm from the reservoir. The patient's blood glucose of the time was over 600 mg/dl. The husband stated that the pump acted like insulin is being delivered, but it is not. The husband stated that his wife had a bent cannula at least once or twice. The husband stated that during a bolus, he noticed that his wife's blood glucose have gone up. The husband stated that half the insulin had been delivered. The husband stated that he changed the set after the blood glucose readings were over 600 mg/dl. The husband stated that there were two sets in a row that did not work. The customer will send the reservoir and set for analysis.